Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the actual device was not available; however, two (02) photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a cracked component. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke at the end of tubing (male luer lock). The issue was further described as, "the end of the IV tubing still lodged into needleless connector of peripheral intra venous (piv)". This occurred while attempting to disconnect the IV tubing from peripheral IV (piv) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.